Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) ECG cable is broken. No injuries or deaths were reported.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 the getinge field service engineer (fse) was dispatched to evaluate the unit. The fse assessed the repair price. To send a quotation, fse has closed the job and the customer will send a po later if they agree to repair. Waiting for po from customer. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
It was reported by the customer that during routine check, cs100 intra-aortic balloon pump (iabp) ECG cable is broken. There was no patient involvement.